Event description:
It was reported that the monoblock, on the 7600 system, failed during procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an investigation. Replacement part has been ordered and will be installed when received. A follow up report will be filed when additional details become available.